Event description:
It was reported that there was noise on the right ventricular channel that was easily reproducible with isometrics. The cardiac resynchronization therapy defibrillator system was programmed to unipolar and the noise was due to myopotentials. Fluoroscopy did not reveal any lead or lead/header connection issues. Sensing of the noise led to pacing inhibition of approximately 1.5 seconds. No patient symptoms were noted. The rv lead was capped and abandoned. A new rv lead was successfully implanted and no additional adverse patient effects were reported.